Event description:
It was reported that the pump reset unexpectedly. Customer reported a high blood glucose (bg) level of below 525 mg/dl. Customer administered a bolus and reverted to an alternate method of insulin therapy to treat their bg. Reportedly, the customer continued to use the pump for insulin therapy

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.